Event description:
The lens tore during insertion and the surgeon enlarged wound to removed the lens. The wound was sutured closed.

Event description:
The lens tore during insertion and the surgeon enlarged wound to remove the lens. The wound was sutured closed.